Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during an obstetric infusion, the midwife pulled out the catheter because it wasn't in the vein. On removal, the catheter was bent, and the needle had pierced it. There was unknown patient involvement.

Manufacturer narrative:
A1, a2, a3, a4, b5, h3 and h6. Codes: updated. One used device without sheath component and packaging was returned for analysis. Visual examination noted no evidence of kinked catheter, catheter high trim, cannula tip deformation or bent cannula. Leak testing was performed and there was leakage of the catheter tubing confirming the complaint. Examination of the catheter tube displayed evidence of a punctures at the bevel tip and mid-length (where leakage occurred) which is consistent with catheter wall penetration by the cannula due to a redirect during insertion and not the result of a manufacturing nonconformance. Based on device analysis, the complaint cannot be confirmed as a manufacturing related nonconformance, but is highly probable to be due to a variation in insertion technique by the end user. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
Additional information was received via email informing that the issue occurred during use on the patient. No clinical consequences. The incident is resolved, no treatment in progress.